Manufacturer narrative:
Upon receiving the erroneous result, the customer contacted beckman coulter support. They stopped the analyser immediately and recalibrated and got a low sodium calibration slope. The customer replaced the sodium electrode. The customer was instructed to follow sodium electrode replacement procedure and prime the system a number of times. After a number of system primes, the customer recalibrated and completed quality control analysis. No further issues were reported and the sodium calibration slopes returned to normal values. The failure mode was identified as a defective sodium electrode. The electrode was replaced on the instrument and no further issues were reported. The defective electrode was installed on the 03/25/2014. This is within the recommended replacement guide of every 6 months.

Event description:
A customer reported erroneous low sodium test result was generated for one patient sample when using the au5800 clinical chemistry analyzer. The erroneous test results were not reported out of the laboratory, and no impact to patient treatment. There was no death or injury reported for this event.